Manufacturer narrative:
Material #: 368498. Lot/batch #: 1330507. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendations: sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30-minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Attached is our ¿tech talk¿ on sst processing to assist in mitigating sample quality issues.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes a problem with gel migration in green tubes and once on dry tubes. Asks if this is due to the density of the serum. The following information was provided by the initial reporter. The customer stated: ¿would like to contact you about a problem with gel migration in green tubes and once on dry tubes. Asks if this is due to the density of the serum. Consequences: re-collected patient and significant consequences on the proper functioning of biochemistry equipment: sample collection needle blocked by gel."